Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) underwent a surgical intervention as the device was no longer functional, as it did not inflate; the reason for the anomaly is unknown. The entire ipp was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.